Manufacturer narrative:
Block b3: approximated based on the date, the manufacturer became aware of the event.

Event description:
It was reported that a spinal cord stimulation (scs) patient experienced charging difficulties with their implantable pulse generator (ipg). The patient subsequently underwent a revision procedure during which the ipg was explanted and replaced. The patient is recovering well following the intervention. The explanted device was discarded by the medical facility and will not be available for analysis.

Event description:
It was reported that a spinal cord stimulation (scs) patient experienced charging difficulties with their implantable pulse generator (ipg). The patient subsequently underwent a revision procedure during which the ipg was explanted and replaced. The patient is recovering well following the intervention. The explanted device was discarded by the medical facility and will not be available for analysis.

Manufacturer narrative:
Correction to the MDR in block e1. The device was not returned to boston scientific for analysis and the complaint as reported was not able to be confirmed. A review of the device history record (DHR) confirmed that the device met specifications prior to shipping. No manufacturing deviations were noted that could have contributed to the event reported. Therefore, this investigation is unable to determine a probable cause for the complaint and the conclusion code, unable to exclude device problem, will be used. Block b3: approximated based on the date the manufacturer became aware of the event.